Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue of device failing energy calibration. The device was destructively tested. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer of a non-critical issue and during evaluation, observed that the device was not completing boot up and failed energy calibration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control reloaded the device software which resolved the device not booting up issue. During further evaluation, the analog pcb, component q19 was found to have a shorted drain to source, and kept the waveform from having a negative pulse. The root cause of the reported issues of failing energy calibration was due to a shorted transistor on the analog pcb, component designator q19. The customer received a replacement device.

Event description:
Physio-control received a report from the customer of a non-critical issue and during evaluation, observed that the device was not completing boot up and failed energy calibration. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.